Manufacturer narrative:
The investigation of low pump flow and infection has been completed. The cause of the low pump flow and infection was not determined because the impella pump was returned, and not enough clinical information was given. The cassette was the only device returned.

Manufacturer narrative:
A.5 is unknown. The purge cassette was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella cp support due to prior coronary artery bypass graft (CABG) and following intra-aortic balloon pump (iabp) therapy post-CABG. The patient was weaned form iabp and decompensated again. The patient was a candidate for the impella 5.5. While on support, the complainant reported frequent suction and reduced flow rate during the weekend of 11/4/23 and 11/5/23. Significant fluid demand. Several red blood cell units were applied during the last couple of days. Also, the complainant reported the patient was septic with an increased catecholamine demand.